Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user maybe unaware of the power stopping, leading to under delivery of insulin.

Manufacturer narrative:
Follow-up #1: date of submission 3/3/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: one power event observed in the history on 11/29/2016. Pump is able to power on properly. Battery cap was able to fit for testing. Intermittent power was not duplicated during the investigation. Pump exercised for 24 hours with no loss of power occurring. Opened pump- no defect found. Battery compartment cracked starting at the threads to the left side of grip pad down to the seal and from case seal traveling to grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.